Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. The same day at an unknown time the closure device embolized out of the laa. The physician was able to capture the closure device and remove it from the patient via the right groin. There were no patient consequences that were reported and the patient made a full recovery. It was further reported that the device embolized to the left ventricle 4 hours post procedure. The patient experienced a pericardial effusion with cardiac tamponade as a result of the device embolization. The patient is doing good and has since been discharged from the hospital.

Manufacturer narrative:
H6: patient codes updated from no clinical signs, symptoms or conditions e2403 to cardiac tamponade e0605 and pericardial effusion e0619.

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. The same day at an unknown time the closure device embolized out of the laa. The physician was able to capture the closure device and remove it from the patient via the right groin. There were no patient consequences that were reported and the patient made a full recovery.